Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2013; 457445 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds. It was also noted that the patient experienced diaphragmatic and phrenic nerve stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.